Manufacturer narrative:
Complaint (B)(4): received (B)(4) for evaluation. Received customer pictures. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): samples have been received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer advised, "we started using the new 3.0ml tubes, but they are not filling correctly, they are all short draws so far. I have the staff collecting some more to see if they are all the same. They are lot b2504346 exp 4/1/26 and we have two cases of them."